Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the left ventricular lead had high impedance. The patient was stable and would present in clinic for chest x-rays.